Event description:
It was reported that the user switched to a freestyle libre 3 plus sensor and paired it first to the libre 3 plus mobile app, after which the sensor would not pair to the ilet system; the user was informed that once a libre 3 plus sensor is paired to the app, it cannot be paired to another device and that a new sensor would be required for ilet use. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no need for medical care.

Manufacturer narrative:
Investigation included user education and troubleshooting regarding sensor pairing behavior and operating mode. Investigation of this case revealed the device functioned as designed and that the pairing sequence caused the inability to connect the sensor to the ilet. It was concluded that there was no device malfunction and that the event resulted from expected pairing limitations, resolved by replacing the sensor and pairing it directly with the ilet.